Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(4), this was a case of a 29mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. During valve deployment, the commander delivery system balloon did not inflate, and blood was seen in the inflation syringe. It was assumed to be a balloon rupture. The commander delivery system with crimped valve was retrieved back into the esheath, but difficulties were encountered in withdrawing the system and valve from the vessel. The vascular surgeons were called for assistance. During this time the patient showed bradycardia and a drop in blood pressure. Several attempts were made to resuscitate and revive the patient. The ejection fraction was extremely weak, and the patient died on the table. The commander delivery system and valve were retrieved afterwards. As per medical opinion, the death was not caused by the system and the patient died of unexplained causes.

Manufacturer narrative:
The 29mm commander delivery system was returned in locked position, fully inserted through 16 fr sheath, with stopcock and atrion attached. 35% of fine adjust and no flex were in use. The valve remained on the balloon and the loader cap remained on the flex shaft. The proximal balloon shaft was kinked due to packaging. The device was visually inspected and the following was observed: atrion inflation device filled with 25ml (bloody liquid). Balloon torn at I/c bond. Valve crimped over the inflation balloon area. Bunched balloon below the crimped valve. Wings flared out. Double-wall thickness measurements of the crimp balloon were taken, as an out of specification measurement could make the material more susceptible to tearing and be indicative of a manufacturing non-conformance. Measured components were within specifications. The complaints for balloon torn and withdrawal difficulty were confirmed based on evaluation of the returned device. However, no manufacturing non-conformances were identified during engineering evaluation. A review of the DHR, lot history, complaint history, and manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the complaint description, "very heavy calcification was noted there in angio. Valve deployment was initiated but the commander delivery system balloon did not inflate." Additionally, "a strong kinking" was noted during delivery system advancement, indicating the presence of tortuosity in the patient's access vessels. If valve alignment was performed in a tortuous or calcified (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated (non-coaxial placement of valve in relation to the flex tip) during alignment, it can result in higher than usual valve alignment forces and can potentially weaken the crimp balloon and cause tension to the system. It is possible that increased forces and tension could have then weakened the balloon, causing the crimp balloon to tear. Potential root causes for separation of the inflation balloon to crimp balloon bond have been identified and documented in a product risk assessment (pra). As identified in the pra, high forces on the system during valve alignment may result in crimp balloon tearing prior to thv deployment. Possible sources include performing valve alignment in non-straight section can cause the valve to unseat (non-coaxial placement of valve in relation to the flex tip). As such, available information suggests that patient factors (tortuosity, calcification) and procedural factors (performing valve alignment in non-straight section of anatomy) likely contributed to the complaint event. Per complaint description, "difficulties were encountered in withdrawing the system." Due to the partial inflation the balloon pleats of the delivery system were already disturbed and enlarged the balloon profile. Consequently, it is possible that the retrieval of the larger balloon profile (caused either by unpleated balloon material or torn balloon) can lead to the expanded balloon material and remaining crimped valve to catch onto the vasculature upon withdrawal. Furthermore, as reported above, tortuosity and calcification were present in the vasculature. The presence of tortuosity and calcification can create suboptimal angles and lead to non-coaxial alignment between the valve and vasculature during withdrawal and further contribute to withdrawal difficulties. As such, available information suggests that patient (tortuosity, calcification) and procedural factors (withdrawal of crimped valve, withdrawal of torn balloon) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in germany, this was a case of a 29mm sapien 3 transcatheter heart valve in aortic position by transfemoral approach. During valve deployment, the commander delivery system balloon did not inflate, and blood was seen in the inflation syringe. It was assumed to be a balloon rupture. The commander delivery system with crimped valve was retrieved back into the esheath, but difficulties were encountered in withdrawing the system and valve from the vessel. The vascular surgeons were called for assistance. During this time the patient showed bradycardia and a drop in blood pressure. Several attempts were made to resuscitate and revive the patient. The ef was extremely weak, and the patient died on the table. The commander delivery system and valve were retrieved afterwards. As per medical opinion, the death was not caused by the system and the patient died of unexplained causes. During pre-decontamination of the received device, a tear at the commander delivery system I/c bond was confirmed.

Manufacturer narrative:
Updated b5 and h6- device code. Corrected h6- impact code and clinical code.